Event description:
Called to room. Ventilator safety valve open. Alarm on. 990e code on ventilator. Pt manually ventilated. Ventilator chnaged to other ventilator. Ventilator with 990e code sent to biomedical engineering svs. There was no change in the pt's status resulting from this event.